Event description:
It was reported that a patient had no stimulation sensation, and that stimulation stopped today. It was reported that the patient¿s muscles had been spasming and it was stated that they had ¿never done it quite this bad¿. It was reported that the patient had gone through airport security on (B)(6) and the patient had been told it wouldn¿t affect it and the patient would be fine. The patient stated that ¿she hadn¿t felt anything and no static from it or anything¿ but stated that she had not been able to charge since. It was stated that she could not charge for 10 days. It was stated that when the patient tried to charge she got different things on the screen; sometimes it showed it was charging but the bars were empty and sometimes it showed the reposition antenna screen. It was stated that the patient was getting the charging status screen but no boxes were shaded in. It was noted that the patient¿s puppy had chewed on the gray cord on the recharger about 2 months ago. It was stated that the patient couldn¿t check with the programmer be cause she couldn¿t get the battery compartment cover back on. Additional information received reported that the ins battery level was below ¼. It was stated that there was no indication of patient harm.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy. It was further noted that the patient was &#50383; very happy&#55328;with all their services and the manufacturer representative.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).